Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was further indicated that competitor leads were implanted together with the device and that the implant of the leads most likely caused the pericardial effusion.

Event description:
Boston scientific received information that this patient with an implanted pacemaker had pericardial effusion. The patient was not yet stabilized. No additional adverse patient effects were reported. The device remains in service. Additional information reported that it was not known what caused the pericardial effusion. It was determined that no surgery was needed and a drain was placed. The patient was doing well and the device remains implanted.